Event description:
A motor stall was reported and it was not known if it had been confirmed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received further reported that the motor stall had recovered and that the patient was "fine and asymptomatic".

Manufacturer narrative:
(B)(4).